Event description:
It was reported that during a laparoscopic gastric bypass with roux en y, the initial reload was blue, so on the first firing the surgeon was attempting to staple over the stomach. During the firing sequence the device fired properly. But when the surgeon released the jaws excessive and immediate bleeding occurred. This resulted in visual issues and the surgeon converted to open procedure. Measures taken were the surgeon applied direct pressure and placed raytec to help damper the bleeding, until patient could be opened. The device was replaced with a regular echelon. Upon which the surgeon went to fire, and he could only complete a half a stroke and the device locked out. The device was replaced with another device with blue reloads and everything worked as intended. On what tissue type was the device used? Stomach at what location on the tissue? Most superior sideon which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1stduring which stroke did the event occur? End of completed cyclewhat color cartridge was being used? Bluewhat other color cartridges were used before and after this event? Bluewas buttressing material utilized? No if so, which product? Nawas the instrument fired across or near an existing staple line or clip? Nowere any unexpected noises heard? No if so, when? Nawere any of the forces higher or lower than expected (closing, firing, or opening)? Noafter use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yeswas there any difficulty removing the device from the tissue? No

Manufacturer narrative:
Information was not provided by the initial contact. The surgeon fires all echelon devices rotated so that the indicator and the blade are visible. The dr inspected the device with the original reload, and he noticed that the drivers on the superior side of the reload. Staples were formed the first 10mm on the superior and anterior side. On the superior side for about 40mm it was noticed the drivers were deeply imbedded into the cartridge, but the 10mm superior and anterior the drivers were visible. The surgeon¿s hypothesis is within the 40 mm of the cartridge at the stomach pouch is where the bleeding occurred.